Manufacturer narrative:
A review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted. (B)(4)

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). A 2011 error was also confirmed. There was no patient involvement as after the initial 2012 error, the system was pulled from the operating room (or) and the doctor used the back up system. The fss replaced the network adaptor and advantech board. While on site, the fss replaced a damaged ribbon cable. The system meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a 2012 error occurred following prime/tune with a phacoemulsification machine. There was no patient involvement reported and no patient treatments delayed or cancelled.